Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coating on cable unit is peeled off, noise occurs, no image is displayed and the cable unit is fallen off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because coating on cable unit is peeled off and cable unit is fallen off, noise occurs and no image is displayed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a defect in the camera head to the video image processor. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.